Event description:
New information received stated that insulation failure was also noted on right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2023.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2023-94557. It was reported that over-sensing on right atrial (ra) and right ventricular (rv) leads were noted. Both leads were capped and replaced on (B)(6) 2023. The patient is in stable condition.